Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown) tamer a. A. M. Habeeb. Early readmission after adrenalectomy for pheochromocytoma. A retrospective study, 2025, langenbeck's archives of surgery (2025) https://doi.org/10.1007/s00423-025-03719-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the incidence and risk factors of early hospital readmission (ER) in patients who underwent adrenalectomy for pheochromocytoma (pheo) between 2012 and 2024. Surgery for pheo may involve either an open or laparoscopic adrenalectomy y by occluding the adrenal arteries and veins using were occluded using ligasure or a competitor device. There were 346 patients in the study and early readmission occurred in 49 patients and 297 patients in ER. Complications included: intraoperative bleeding from adrenal vein requiring conversion, postoperative bleeding requiring blood transfusions and colonic injury requiring reoperation. Intraoperative complications included bleeding from adrenal vein injuries which required conversion. 2 readmission and extended hospital stay were reported. Title: early readmission after adrenalectomy for pheochromocytoma. A retrospective study author: tamer a. A. M. Habeeb date of publication: 08-may-2025.